Manufacturer narrative:
Corrected data: upon further review it was determined that section h6: medical device problem code was inadvertently indicated in the initial MDR submitted as haptic detached when it should be iol torn. Section below updated in this report. H6: medical device problem code: 4008. Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 2/25/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. Furthermore, the optic body of the lens was observed to be torn in half (but not separated). Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation was not performed because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into patient's eye and tear was noticed on the lens. The surgeon removed the lens and implanted another. It was stated that there were no adverse reactions to report. No other information was provided.